Manufacturer narrative:
Headboard.

Event description:
It was reported by service report that the lower area of the headboard was cracked with exposed sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.